Event description:
It was observed that during the device evaluation, the tissue adhesive adhered to the insertion site, the video cable, and the universal cord of the choledocho videoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.